Event description:
The customer reported the system's cine operation failed to function. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated cables and connectors. The system operates as intended.